Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: during the case the seal was broken and fell in the cavity. The fallen piece was retrieved. Used other device. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.